Event description:
Dentist stated some patients had complained that the gum deep clean toothbrush had bristles falling out.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.